Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was unknown and low blood glucose level was 45 mg/dl. The customer was treated with manual injection for high blood glucose and juice for low blood glucose. The customer stated that the insulin pump had software error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was able to pass self-test. The device will not be returned for analysis.